Event description:
It was reported that several tubing sets from one particular lot number did not prime or infuse medication. The alert indicated an occlusion on the pump once the infusion was started. Providers attempted to troubleshoot the issue by changing the cap, but this was unsuccessful. The event occurred during injection of the test dose medication. A second epidural insertion procedure was required. The catheter was withdrawn, and the procedure was repeated, necessitating a second needlestick. There was patient involvement and no patient harm reported.

Manufacturer narrative:
H3: the device was received for evaluation. The device history review of the reported lot number found no non-conformities during the manufacturing process. Visual and functional tests were performed, and the reported occlusion was confirmed. There was no cause established for the reported issue. This report is a correction of the rs-site for the original report filed under mrn 9617604-2025-00232-00 on 6/25/2025.